Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that after exchange of their pump and when coming off bypass the patient's right ventricle became severe and central veno-arterial extracorporeal membrane oxygenation (va-ECMO) was placed. After protamine was given pump flows dropped to below 0.5 l and a large thrombus was noted in the left ventricular cavity. The patient ultimately expired. Related manufacturer's reference number for the pump that was originally exchanged: 2916596-2023-00230.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the report of a thrombus in the left ventricle; low flow events; and the patient's subsequent outcome could not be conclusively determined through this evaluation. Additionally, the report of low flow events could not be confirmed as no log files were provided by the account for review. Hm3 lvas was not returned for evaluation. If the pump is returned at a later date, this investigation may be reopened to include the evaluation of the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists peripheral thromboembolic event and death as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced localized tamponade on an echocardiogram. The patient was taken to the operating room for chest exploration and no clot was found. The pump suddenly stopped flowing. The patient underwent the pump exchange and thrombi was noted and removed. The death was considered to be device related.